Event description:
The ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics svc tech was unable to duplicate the reported problem. However, the svc tech confirmed a diagnostic code in log history indicating a vent inop occurred due to an oxygen motor error. The svc tech replaced the oxygen valve and oxygen motor comtroller pcb as a precaution. Performance verification testing was performed and the ventilator passed per operating specifications.